Manufacturer narrative:
Date rec'd by MFR: 30jul2019. Repair information was confirmed. The customer tried calibration but it did not work. The customer reported that the touch screen was replaced to resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25jul2019.

Event description:
The customer reported that the touch screen would not hold calibration. There was no patient involvement.